Event description:
It was reported that an asymptomatic patient presented in clinic after noise was noted via remote transmissions. Upon interrogation, atrial lead noise was noted on electrograms with no other anomalies; there was also short noise noted on the ventricular lead. The clinician decided to perform a lead revision procedure. On (B)(6) 2017, upon opening the pocket during surgery, an insulation abrasion was observed on the ventricular lead. Both leads were capped and replaced. The patient was reported to be stable during and post procedure.